Manufacturer narrative:
A review of the system controller log file provided by the hospital confirmed pump stoppage and low speed events. The submitted log file contained data from 08jul2017 through 05aug2017. Low speed and pump stoppage events were noted on 04aug2017 and 05aug2017 and had corresponding low speed and low flow alarms, as well as fluctuations in pump power. These events all occurred while the system was connected the power module. Based on previous complaint history, these conditions could have been caused by a potential driveline issue; however, a specific cause could not be conclusively determined through this evaluation. No other atypical alarms were noted throughout the duration of the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) device was manufactured prior to the UDI labeling implementation. Approximate age of device 3 years and 1 month. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that a low speed advisory alarm occurred twice while the patient attempted to connect to the power module. Interrogation of the system controller history revealed pump stoppage events. The lvad system was placed on an ungrounded patient cable and the system controller was exchanged. There were no additional pump stoppages on batteries or ungrounded power module patient cable. The patient was reported as asymptomatic. Review of the submitted log file by a representative of the manufacturers technical services confirmed the events. The submitted x-rays showed a bend approaching 90 degrees on the internal portion of the percutaneous lead. The patient was not a device exchange candidate due to multiple myeloma. The patient was discharged on an ungrounded power module patient cable.